Event description:
Caller stated that she sought medical attention on (B)(6) 2023 around 3:30pm at home. Caller stated that she tested her blood glucose with her prodigy meter and received a result of 365mg/dl. A normal result for that time of day is usually around 110-119mg/dl. Caller stated that she then tested her blood glucose three more times with her prodigy meter and received results of 303mg/dl, 360mg/dl, and 362mg/dl. Caller stated that she did not consume any medication food or drink prior or after testing. Caller stated that she took her morning medications at 7:00am. She had a breakfast of cheerios and tuna sandwich for lunch. Caller stated she did not have symptoms but she has her husband driver her to (B)(6). Caller stat that when she arrived at the hospital her blood glucose was 120mg/dl. Caller stated that she received no treatment except having her blood glucose checked. Caller was informed she was using expired prodigy test strips, she was educated to never use expired product and to discard them and open a new vial. Caller stated that twice the doctor at the hospital checked her blood glucose and the results were 116mg/dl 99mg/dl. She stated that when she was discharged her blood glucose was 120mg/dl. No additional information was provided.